Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken and not viewable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs replaced to address the issue. The device had evidence of physical damage. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs replaced to address the issue.